Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegations of mechanical issue and fluid leak were confirmed via product analysis. A pinhole tear was found in the cuff shell. The damage is consistent with wear at a corner of a fold. Product analysis concluded a device malfunction as the most probable cause of the event, as the cuff leak identified would cause the cuff to malfunction, leading to the recurring incontinence issue. The product analysis results, and event report provided no objective evidence that would warrant further no escalation. 72404127. 1000281441. Control pump fgs iz. The complaint component was returned and analyzed, and the reported allegations of mechanical issue and fluid leak were not confirmed via product analysis. Product analysis showed functionality of the device was as designed. Based on the results of this investigation, no escalation is required. 72400024. 1000345787. Balloon fgs 61-70 cm. The complaint component was returned and analyzed, and the reported allegations of mechanical issue and fluid leak were not confirmed via product analysis. Product analysis showed functionality of the device was as designed. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a surgical procedure involving his artificial urinary sphincter (aus). Patient experienced recurring incontinence due to device stopped working. X-ray confirms no fluid in system. All components were explanted and replaced.

Manufacturer narrative:
72404127, 1000281441, control pump fgs iz. 72400024, 1000345787, balloon fgs 61-70 cm.

Event description:
It was reported that patient underwent a surgical procedure involving his artificial urinary sphincter (aus). All components were explanted and replaced due to unknown reasons.